Event description:
Dexcom g6 sensor inaccuracy: 8:03am g6 reading 181, finger stick reading is 120. That is an ard of 47.2%. I now have 2 units of insulin on board because of inaccurate automatic insulin dosing based on these false blood sugar readings. This is extremely dangerous and deadly and dexcom no longer follows up on product support requests, they also refuse to replace sensors which fail before the 10 days. Activated on (B)(6) 2026. Dexcom g6 sensor inaccuracy: 8:46am g6 reading 60 with double down arrows, finger stick reading is 114. That is an ard of 47.4%! Dexcom does not follow up with product support requests and refuses to replace sensors which fail before the 10 day mark. Fyi - this is the second day of wearing this garbage sensor, think this thing will last 10 days: such an evil company. Dexcom g6 sensor inaccuracy: woke up this morning with my g6 saying 90, finger stick was 50! That is an ard of 80%! Almost passed out. How many more people are going to die from these drastically false readings before anyone does anything? Does anyone even care. Dexcom does not follow up on product support requests and refuses to replace sensors which fail and do not last the full advertised duration (10 days).

Event description:
Additional information received 03/16/2026 for mw5185071 to update manufacturer and add additional event information. Dexcom g6 sensor inaccuracy: 9:03am g6 reading 62, finger stick reading is 101. That is an ard of 38.6%, very dangerous situation! Dexcom does not follow up on product support requests and refuses to replace sensors which do not last the 10 days as advertised. This is only my 5th day with this sensor, and look how many reports I have sent (probably 1 a day now), and have experienced 2 sensor errors > 3 hours. Will most definitely be replacing this sensor, possibly today, and dexcom will say that is "perfectly fine for their product", no replacement as it is working as expected. The fact dexcom has no email customer service support, and forces you to call on every issue (30 minute wait at minimum) is so wrong it is not even funny.

Event description:
Additional information received 03/16/2026 for mw5185071 to update manufacturer and add additional event information. Dexcom g6 sensor inaccuracy: 9:03am g6 reading 62, finger stick reading is 101. That is an ard of 38.6%, very dangerous situation! Dexcom does not follow up on product support requests and refuses to replace sensors which do not last the 10 days as advertised. This is only my 5th day with this sensor, and look how many reports I have sent (probably 1 a day now), and have experienced 2 sensor errors > 3 hours. Will most definitely be replacing this sensor, possibly today, and dexcom will say that is "perfectly fine for their product", no replacement as it is working as expected. The fact dexcom has no email customer service support, and forces you to call on every issue (30 minute wait at minimum) is so wrong it is not even funny.